Event description:
Patient reported getting shocked after passing through store security. Patient also reported intermittent jolting for the last few months with changes in posture. No report of device explantation. A follow up report will be sent if additional information is received.